Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior inferior cerebellar artery(pica) using penumbra smart coils. During the procedure, the physician noted a smart coil was defective. While using the smart coil, the patient had an intra-procedural aneurysm re-rupture. The aneurysm was coiled and the adverse effect was considered resolved on (B)(6) 2016. The intra-procedural aneurysm re-rupture was adjudicated to be definitely related to the angiographic procedure, and possibly related to the smart coil system. This adverse effect was not related to the device malfunction.